Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 1,000 mcg/ml fentanyl at a dose of 224.9 mcg/day and 38 mg/ml bupivacaine at a dose of 8.547 mg/day via an implantable infusion pump for non-malignant pain and post lumbar laminectomy pain. It was reported that on (B)(6) 2017 the patient had increased pain and heard the pump beeping. There were no known environmental/ext ernal/patient factors that may had led or contributed to the issue. A motor stall was noted in the logs that they were not aware of until replacement. The patient was going to attempt to see if he needed it. The patient had tried different drugs in the pump in the past. The issue was resolved at the time of this event. The explanted pump was to be returned to the manufacturer for analysis. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to a seized gear three bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was returned to the manufacturer for analysis. As per the provided pump logs, the following events occurred: (B)(6)2016 10:35 - motor stall recovery occurred (B)(6)2016 15 15:37 - motor stall occurred (B)(6)2016 16:05 - motor stall recovery occurred (B)(6)2016 12:52 - motor stall occurred (B)(6)2016 13:12 ¿ motor stall recovery occurred (B)(6)2017 13:15 - motor stall occurred (B)(6)2017 13:15 - stopped pump period may exceed tube set message (B)(6)2017 09:37 ¿ low reservoir alarm occurred (B)(6)2017 20:42 ¿ empty reservoir alarm occurred as per the logs, the pump administered the following drugs via a simple continuous dose rate as of (B)(6)2017: fentanyl with concentration 1 ,000.0 mcg/ml at a dose rate of 224.9 mcg/day and bupivacaine with concentration 38.0 mg/ml at dose rate of 8.547 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the account confirmed that the (B)(6) dates (2016) were days the patient had an MRI (on all 3). The patient had a refill in (B)(6) 2017 where the motor stall was noted. The patient did not describe having any withdrawal symptoms. The account and the patient decided to not fill the pump and the plan was to explant at some point. The patient decided that the pump gave him so much relief and opted for replacement. No further complications were reported/anticipated or expected.